Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? Was there any precipitating stress factor for the suture breakage post-op? What was the appearance of the suture during the second procedure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent excision of ganglion cyst on third toe of left foot on (B)(6) 2020 and suture was used. The procedure was performed in the morning. At 15:00 hours on (B)(6) 2020, the suture was found broken and the incision bled. The incision was sewed again. Additional information has been requested.